Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ chronic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: it was reported that she had menstrual periods were not nearly as painful, and she had no problem with going about her daily life. Concurrent conditions included local anaesthesia. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 3 years after insertion of essure, the patient experienced vulvovaginal pruritus ("vaginal itching"), swelling ("swelling") and vaginal infection ("vaginitis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain/ throbbing right flank pain"), dyspareunia ("dyspareunia"), rash ("rashes"), alopecia ("hair loss"), abdominal distension ("bloating"), headache ("headaches /unresolved headache"), hair growth abnormal ("abnormal hair growth"), pruritus ("pruritic"), menorrhagia ("menorrhagia") and adenomyosis ("adenomyosis"). The patient was treated with surgery (she underwent a laparoscopically assisted bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, dysmenorrhoea, abdominal pain, dyspareunia, rash, vulvovaginal pruritus, swelling, vaginal infection, abdominal distension, hair growth abnormal, pruritus, menorrhagia and adenomyosis outcome was unknown and the alopecia and headache had not resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, dysmenorrhoea, dyspareunia, hair growth abnormal, headache, menorrhagia, pelvic pain, pruritus, rash, swelling, uterine haemorrhage, vaginal infection and vulvovaginal pruritus to be related to essure. The reporter commented: it was reported that devices and stated the pain was so extreme that it interfered with her sleep. She acute and chronic inflammation with reactive changes to the cervix. She has not been tested for a nickel allergy, but cannot wear ¿fake¿ or costume jewelry, which often which contains nickel because it causes irritation, itchiness and hives where it touches her skin. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: it was reported that she had menstrual periods were not nearly as painful, and she had no problem with going about her daily life. Concurrent conditions included local anaesthesia. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced vulvovaginal pruritus ("vaginal itching"), swelling ("swelling") and vaginal infection ("vaginitis"), 3 years after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain/ throbbing right flank pain"), dyspareunia ("dyspareunia"), rash ("rashes"), alopecia ("hair loss"), abdominal distension ("bloating"), headache ("headaches /unresolved headache"), hair growth abnormal ("abnormal hair growth"), pruritus ("pruritic"), menorrhagia ("menorrhagia"), adenomyosis ("adenomyosis"), migraine ("migrain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (she underwent a laparoscopically assisted bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, dysmenorrhoea, abdominal pain, dyspareunia, rash, vulvovaginal pruritus, swelling, vaginal infection, abdominal distension, hair growth abnormal, pruritus, menorrhagia, adenomyosis, migraine, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown and the alopecia and headache had not resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, autoimmune disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, hair growth abnormal, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, pruritus, rash, swelling, uterine haemorrhage, vaginal infection and vulvovaginal pruritus to be related to essure. The reporter commented: it was reported that devices and stated the pain was so extreme that it interfered with her sleep. She acute and chronic inflammation with reactive changes to the cervix. She has not been tested for a nickel allergy, but cannot wear ¿fake¿ or costume jewelry, which often which contains nickel because it causes irritation, itchiness and hives where it touches her skin. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received. Events- migraine, genital bleeding, autoimmune disorder, hypersensitivity added. Event uterine haemorrhage seriousness criteria updated as non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: it was reported that she had menstrual periods were not nearly as painful, and she had no problem with going about her daily life. Concurrent conditions included local anaesthesia. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced vulvovaginal pruritus ("vaginal itching"), swelling ("swelling") and vaginal infection ("vaginitis"), 3 years after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain/ throbbing right flank pain"), dyspareunia ("dyspareunia"), rash ("rashes"), alopecia ("hair loss"), abdominal distension ("bloating"), headache ("headaches /unresolved headache"), hair growth abnormal ("abnormal hair growth"), pruritus ("pruritic"), menorrhagia ("menorrhagia"), adenomyosis ("adenomyosis"), migraine ("migrain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (she underwent a laparoscopically assisted bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, dysmenorrhoea, abdominal pain, dyspareunia, rash, vulvovaginal pruritus, swelling, vaginal infection, abdominal distension, hair growth abnormal, pruritus, menorrhagia, adenomyosis, migraine, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown and the alopecia and headache had not resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, autoimmune disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, hair growth abnormal, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, pruritus, rash, swelling, uterine haemorrhage, vaginal infection and vulvovaginal pruritus to be related to essure. The reporter commented: it was reported that devices and stated the pain was so extreme that it interfered with her sleep. She acute and chronic inflammation with reactive changes to the cervix. She has not been tested for a nickel allergy, but cannot wear ¿fake¿ or costume jewelry, which often which contains nickel because it causes irritation, itchiness and hives where it touches her skin. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain') in a 29-year-old female patient who had essure (batch no. B76526) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. It was reported that she had menstrual periods were not nearly as painful, and she had no problem with going about her daily life. Concurrent conditions included local anaesthesia. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced vulvovaginal pruritus ("vaginal itching"), swelling ("swelling") and vaginal infection ("vaginitis"), 3 years after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abnormal uterine bleeding ("abnormal uterine bleeding"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain/ throbbing right flank pain"), dyspareunia ("dyspareunia"), rash ("rashes"), alopecia ("hair loss"), abdominal distension ("bloating"), headache ("headaches /unresolved headache"), hair growth abnormal ("abnormal hair growth"), pruritus ("pruritic"), heavy menstrual bleeding ("menorrhagia"), adenomyosis ("adenomyosis"), migraine ("migrain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (she underwent a laparoscopically assisted bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abnormal uterine bleeding, dysmenorrhoea, abdominal pain, dyspareunia, rash, vulvovaginal pruritus, swelling, vaginal infection, abdominal distension, hair growth abnormal, pruritus, heavy menstrual bleeding, adenomyosis, migraine, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown and the alopecia and headache had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal uterine bleeding, adenomyosis, alopecia, autoimmune disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, hair growth abnormal, headache, heavy menstrual bleeding, hypersensitivity, migraine, pelvic pain, pruritus, rash, swelling, vaginal infection and vulvovaginal pruritus to be related to essure. The reporter commented: it was reported that devices and stated the pain was so extreme that it interfered with her sleep. She acute and chronic inflammation with reactive changes to the cervix. She has not been tested for a nickel allergy, but cannot wear ¿fake¿ or costume jewelry, which often which contains nickel because it causes irritation, itchiness and hives where it touches her skin. Insertion details- right side and 2-3 coils were visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain') in a 29-year-old female patient who had essure (batch no. B76526) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. It was reported that she had menstrual periods were not nearly as painful, and she had no problem with going about her daily life. Concurrent conditions included local anaesthesia. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced vulvovaginal pruritus ("vaginal itching"), swelling ("swelling") and vaginal infection ("vaginitis"), 3 years after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abnormal uterine bleeding ("abnormal uterine bleeding"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain/ throbbing right flank pain"), dyspareunia ("dyspareunia"), rash ("rashes"), alopecia ("hair loss"), abdominal distension ("bloating"), headache ("headaches /unresolved headache"), hair growth abnormal ("abnormal hair growth"), pruritus ("pruritic"), heavy menstrual bleeding ("menorrhagia"), adenomyosis ("adenomyosis"), migraine ("migrain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (she underwent a laparoscopically assisted bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abnormal uterine bleeding, dysmenorrhoea, abdominal pain, dyspareunia, rash, vulvovaginal pruritus, swelling, vaginal infection, abdominal distension, hair growth abnormal, pruritus, heavy menstrual bleeding, adenomyosis, migraine, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown and the alopecia and headache had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal uterine bleeding, adenomyosis, alopecia, autoimmune disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, hair growth abnormal, headache, heavy menstrual bleeding, hypersensitivity, migraine, pelvic pain, pruritus, rash, swelling, vaginal infection and vulvovaginal pruritus to be related to essure. The reporter commented: it was reported that devices and stated the pain was so extreme that it interfered with her sleep. She acute and chronic inflammation with reactive changes to the cervix. She has not been tested for a nickel allergy, but cannot wear ¿fake¿ or costume jewelry, which often which contains nickel because it causes irritation, itchiness and hives where it touches her skin. Insertion details- right side and 2-3 coils were visualized most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Lot number, patient demographics, medical history, reporter information and rcc was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain') in a 29-year-old female patient who had essure (batch no. B76526) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. It was reported that she had menstrual periods were not nearly as painful, and she had no problem with going about her daily life. Concurrent conditions included local anaesthesia. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced vulvovaginal pruritus ("vaginal itching"), swelling ("swelling") and vaginal infection ("vaginitis"), 3 years after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abnormal uterine bleeding ("abnormal uterine bleeding"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain/ throbbing right flank pain"), dyspareunia ("dyspareunia"), rash ("rashes"), alopecia ("hair loss"), abdominal distension ("bloating"), headache ("headaches /unresolved headache"), hair growth abnormal ("abnormal hair growth"), pruritus ("pruritic"), heavy menstrual bleeding ("menorrhagia"), adenomyosis ("adenomyosis"), migraine ("migrain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (she underwent a laparoscopically assisted bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abnormal uterine bleeding, dysmenorrhoea, abdominal pain, dyspareunia, rash, vulvovaginal pruritus, swelling, vaginal infection, abdominal distension, hair growth abnormal, pruritus, heavy menstrual bleeding, adenomyosis, migraine, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown and the alopecia and headache had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal uterine bleeding, adenomyosis, alopecia, autoimmune disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, hair growth abnormal, headache, heavy menstrual bleeding, hypersensitivity, migraine, pelvic pain, pruritus, rash, swelling, vaginal infection and vulvovaginal pruritus to be related to essure. The reporter commented: it was reported that devices and stated the pain was so extreme that it interfered with her sleep. She acute and chronic inflammation with reactive changes to the cervix. She has not been tested for a nickel allergy, but cannot wear ¿fake¿ or costume jewelry, which often which contains nickel because it causes irritation, itchiness and hives where it touches her skin. Insertion details- right side and 2-3 coils were visualized batch no b76526 production date 2013-10-01 expiration date 2016-10-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.